Event description:
It was reported that the system displayed regulator and charger failure messages. These errors may cause the system to shut down when they occur. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.